Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) generated an alert through the latitude remote monitoring system, indicating that the shock lead impedance was out of range. Technical support assessed the alert and explained that a value of zero is typically associated with electromagnetic interference (emi), rather than a true lead malfunction. Additionally, the device recorded a signal artifact monitor (sam) event due to emi. Although no noise events were observed on the day of the alert, a prior stored event was consistent with emi. Historical impedance trends have remained stable. No adverse patient effects were reported, and the device remains in service.